Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed self-test. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Radiofrequency failed self-test alarm and high stop current due to faulty radiofrequency board. The insulin pump passed unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device had cracked case at display window corner and minor scratched display window.